Manufacturer narrative:
Adverse event health effect - impact codes: f15. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported the patient was injected with juvéderm® voluma¿, juvéderm® volift¿ and juvéderm® volbella¿ with lidocaine into the cheek area and the marionette folds. 3 weeks ago patient went to the dentist. One day after the treatment, whole lower jaw swelled up so bad that patient had to be hospitalized. Patient was treated with cortisone IV treatment the swelling went down. Cheeks are swollen. Symptoms on going. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00071 (allergan complaint #(B)(4)), MDR ID# 3005113652-2023-00072 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® volbella¿ with lidocaine.